Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he was not doing so well. The customer had a borderline diabetic ketoacidosis for about a week. The customer was having issues uploading the insulin pump to carelink. Customer's blood glucose level was not reported. The device was not returned.